Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation, other than inappropriate size, during treatment. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.

Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the previous cuff was found to be too big. There were no further complications to the patient.